Event description:
The pt had a billroth procedure done where the common bile duct is connected directly to the small intestine. After the surgery, the pt developed stenosis at the area where the common bile duct had been connected to the small intestine. The physician placed this stent in 2008. The pt returned for f/u three months later, and the stent looked normal. She then came back in early 2009, and the stent appeared fractured. The fracture was at the area where the stenosis had been. The pt came back the following month, and the bottom portion of the stent had completely separated from where it had fractured. This portion of the stent is now in the small intestine. Pt's outcome is unk at this time; however, we are to be kept up to date on condition.

Manufacturer narrative:
No product was returned for investigation. The zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty in the treatment of symptomatic vascular disease of the iliac arteries. After evaluating the complaint history, and found by measuring, that more than 5 mm of the stent is placed into the duodenum after deployment. By measuring the pictures that were provided, we found that approx 8, 4 mm was placed into the duodenum. This is not according to zilver biliary instruction for use, where it says that stents bridging the papilla should extend approx. 5 mm beyond the papilla and into the duodenum after deployment. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.